Manufacturer narrative:
The customer's meter was requested for investigation and replacement product was sent to the customer.

Event description:
It was reported there was an issue with the display of coaguchek xs meter serial number (B)(4). The issue was first noticed around (B)(6) 2022. A faded digit 8 was observed in the display position utilized to display the tenths of an inr result. It was asked, but it is not known if an actual result misinterpretation occurred. When the batteries were changed between (B)(6) 2022, no corrosion was observed in the battery compartment.

Manufacturer narrative:
The meter was returned for investigation. The display showed no error during investigation. The circuit board showed no contamination that could temporarily lead to the complained issue. The issue could not be reproduced and the device showed no error. Medwatch fields d9. And h3. Have been updated.